Event description:
Additional information received indicated that the device was reprogrammed to resolve the event.

Event description:
During a remote follow-up, post-paced t-wave oversensing was noted on the device. Abbott technical support was contacted and suggested reprogramming, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.